Manufacturer narrative:
On sep 16 2020, the replacement devices were identified as mentor memorygel breast implants (serial numbers (B)(6)). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implant 375cc and experienced rupture on the right side post-operatively. As a result, the patient is scheduled for removal on (B)(6) 2020.

Manufacturer narrative:
On nov 3 2020, additional information was received indicating the patient also experienced capsular contracture baker grade iii and granuloma on the right side. The granuloma was diagnosed via mammogram. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On oct 13 2020, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during the visual evaluation, the device was observed to be ruptured. The device was received incomplete. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).